Event description:
Received information that pump has stopped all insulin delivery. The impact to the customer is unknown. Reportedly, the customer filed the cartridge with some air bubbles.

Manufacturer narrative:
The t:slim pump user guide instructs the user to minimize the possibility of trapped air in the cartridge. The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.